Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during a drain cycle. The nurse stated the patient had disconnected and the hc alarmed with the system error. Gts explained that a large amount of air had entered into the disposable. The nurse later called gts back and explained that she had misunderstood. The nurse clarified that the patient did not disconnect prior to getting the system error 2240. Gts explained possible causes for the error and the nurse elected to follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).